Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer received a replacement front panel membrane to resolve the malfunction. Our analysis of data indicates for reports of this type is attributed to high contact resistance within the front panel membrane and that the keys do respond however they need to be pushed harder to activate. Due to the fact that the device can still administer therapy, reports of this nature do not typically meet the criteria for reportability. No trend is associated with reports of this type.